Event description:
A cartridge change error was reported by the customer regarding their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by instructing them to remove the cartridge and inspect the o-ring, clean the pneumatic tap area, and successfully load a new cartridge, allowing the customer to resume insulin use.